Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error code temperature did not go down of 42 c in an arctic sun device. Per review of wo on 02mar2026, device used on patient and no patient injury reported. No patient identifiers reported.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The repairs for the reported event are currently unknow but will be updated if more information is provided. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error code temperature did not go down of 42 c in an arctic sun device. Per review of wo on 02mar2026, device used on patient and no patient injury reported. No patient identifiers reported.